Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-05-12 h.6. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as foreign matter was found embedded in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter on the device tubing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "three wingsets in this lot had some sort of contamination/discoloration in the tubing."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was foreign matter on the device tubing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "three wingsets in this lot had some sort of contamination/discoloration in the tubing."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: d.2. Common device name: intravascular administration set. D.2. Medical device type: fpa. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.